Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An export advance aspiration catheter was used during a procedure. There was no damage noted to the device packaging. The device was removed from packaging as per IFU with no issues. The device was not inspected prior to use. The device was prepped as per IFU. The stylette was removed from the aspiration catheter prior to attempting aspiration. Resistance was not encountered when advancing the device and excessive force was not used. One successful aspiration was complete with one of the syringes. It was reported that a second aspiration could not be performed as the second syringe was faulty. It was stated that the complaint is not in reference to the aspiration catheter, it is regarding the syringe included in the set. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned in a plastic bag. Lot number on plastic bag 0009586773 one vaclok 30ml syringe as received. The export catheter used during the procedure was not returned. The piston of the syringe did not have a locking mechanism or any channel grooves. Vacuum could be pulled however the syringe cannot be locked due to the incorrect piston in the syringe body. As a result, aspiration could not be performed. There was no physical damage noted to the device. One still image was received which shows a syringe inside a plastic pouch. It is unclear from the image provided whether there is any damage to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the procedure was completed using the other syringe which was supplied in the box. If information is provided in the future, a supplemental report will be issued.